Event description:
It was reported 2 days after a coronary drug eluting stenting treatment procedure, the pt died following a subacute thrombosis. In 2005 the pt's target lesion was located in the moderately tortuous, moderately calcified, 90% stenosed circumflex (cx) artery. The right femoral artery was accessed and a 2.5 x 15 mm maverick balloon was advanced and then inflated at 6 atms for 10 seconds. A taxus express2 2.75 x 20 mm drug eluting stent was deployed at 14 atms for 10 seconds. During the procedure the pt received versed, fentanyl, lidocaine, heparin, and nitroglycerin. It was reported by a health care professional that the vessel was also post dilated but that could not be confirmed by the procedure log report. The pt was discharged on a plavix regimen 2 days later at 1130 am with a pain level at 0 (on a scale from 1-10.) The pt presented to the emergency room at approx 9 pm with a pain level at 9 (on a scale from 1 to 10.) The pt was alert and oriented but was experiencing shortness of breath, anxiety, dizziness, ankle and calf edema, difficulty lying flat, and st elevations. The pt was diagnosed with having a subacute thrombosis in the cx and a myocardial infarction. The pt was transffered to the cardiac catheterization lab at 11 pm and was bagged (manually ventilated). The right femoral artery was accessed and using a 300 cm bmw guidewire, a 2.5 x 15 mm maverick balloon was inflated at 6 atms for 20 seconds. The pt became bradycardic and then arrested. Cardiopulmonary resuscitation was started, an intra-aortic balloon pump (iabp) placed, and pacing wires inserted. The pt was shocked twice at 200 joules with a biphasic pacer. During this procedure the pt received versed, fentanyl, benadryl, lidocaine, and heparin. The pt had a health care proxy and the pt's spouse stated the "patient would not want to be intubated or placed on life support" so there was no other life-saving efforts made. The pt was pronounced dead at 11:58 pm. The family refused an autopsy.